Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse reported on (B)(6) 2016 the patient was admitted to the hospital for shortness of breath and fluid volume overload. The patient was discharged on (B)(6) 2016. Medical records were received from the patient's peritoneal dialysis nurse. The patient's medical records indicated the patient had a hemoglobin of 6.8 and he was transfused with 2 units of packed red blood cells. The patient developed shortness of breath following this and was admitted to the hospital on (B)(6) 2016. He was started on intravenous lasix.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. There was no documentation in the medical record that indicated a malfunction. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s circulatory overload. The medical records revealed the patient was transfused earlier that week and orthopnea is a common symptom for transfusion associated circulatory overload. The medical records suggest the patient¿s shortness of breath and fluid overload were not dialysis related but a result of transfusion associated circulatory overload.

Event description:
Patient is a (B)(6) male who presented to the hospital with orthopnea that had progressively worsened over the past 2 - 3 weeks but much worse over the past few days. The patient went to an outside hospital earlier in the week for a hemoglobin level of 6.8. The patient was transfused 2 units of packed red blood cells earlier that week and discharged. However, the patient's shortness of breath did not improve so the patient was admitted to the hospital. The patient was administered intravenous lasix which improved during hospitalization. In addition, the patient had a low grade fever. Patient was treated with antibiotics but these were stopped when the culture results were negative and wbc count was normal. The patient was discharged (B)(6) 2016 with a primary diagnosis of transfusion associated circulatory overload.